Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, a patient's atrial and ventricular leads both sensed noise. This was due to isometrics form the patient's use of their left arm. No changes were done as the patient is non symptomatic and not in need of high levels of pacing intervention. Patient was stable. Related manufacturer reference number: 2017865-2019-12917.